Event description:
The initial attorney report alleged pain, explant, disfigurement and defective mesh after the implant of a composix kugel mesh. The following is based on the medical records provided by the pt's attorney: (B)(6) 2003, the pt underwent reduction of a multi fenestrated hernia and repair of hernia with a composix kugel mesh. On (B)(6) 2003, hospitalized with left side abdominal pain, nausea and chills, no fever. Pain improved, pt discharged 4 days later. On (B)(6) 2006, hospitalized for one week with large midline wall abscess treated with IV antibiotics. On (B)(6) 2007, the pt underwent incision and drainage of abscess. On (B)(6) 2006, sinus tract injection, no fistula could be opacified or cannulated. On (B)(6) 2006, hospitalized for 17 days with infected abdominal wall with enterocutaneous fistula, IV antibiotics and tpn. On (B)(6) 2006, the pt underwent exploratory laparotomy, excision of composix kugel mesh, division of adhesions, small bowel resection, closure of fistula and repair of recurring incisional hernia with non-bard mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Currently, it is unk whether the device may have caused or contributed to the alleged event. It is unclear if the pt's surgical and/or medical history may have contributed to the alleged event. The pt reportedly developed adhesions, fistula and recurrence all of which are listed as possible adverse reactions in the product's instructions for use. The pt reportedly developed an abscess and an infection. The medical records note that the pt was treated for infection in the same area as the hernia repair six months before the composix kugel was implanted. The product's instructions for use state, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." No sample has been returned for eval. A review of the mfg records and sterilization records was performed and there was no evidence of mfg related cause for the reported event. Based on the info provided, no conclusions can be drawn.